Event description:
It was reported the patient¿s doctor wanted to do a trial stimulator to see if using 2 more leads a little lower than the existing leads would help their therapy. It was reported the patient¿s doctor wanted to do a revision because since implant in (B)(6) 2013 and reprogramming two weeks later the patient had stimulation that was unbearable and in incorrect locations. It was also noted that the patient had stimulation all the way up to their ribs, nipples, into his abdomen, flank and felt like someone was punching them in their kidney. It was noted the desired place for stimulation was in the patient¿s lower back and lower legs. The patient had stimulation at 10.0 volts. It was noted the patient could ¿handle it¿ unless they were moving and then it became too much. It was noted during the reprogramming two weeks after implant they discovered only the bottom three leads were working. The physician wanted to do another trial and put the leads below it. It was noted they also wanted to do another revision. The same day it was reported the patient wanted to know if they could go past 10.5 volts to get the most out of their system until they had the revision. The same day it was reported the patient believed they needed a revision. It was not known what type of revision. Refer to manufacturer report # 3004209178-2014-00643 and 3004209178-2013-19832 for reports on replacement and pro stim changing with movement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).